Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8840 lot# serial# unknown product type programmer physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 155mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that they didn't re-prime the catheter after a cap access procedure the previous day. The day of the report the patient presented to the clinic with withdrawal symptoms. This was noted to be a sudden change in therapy/symptoms. The healthcare provider programmed a 50mcg bolus. Programming was reviewed and the healthcare provider stated they would access the cap and then re-prime. It was noted that the catheter tubing was fine. No further patient complications have been reported as a result of this event.